Event description:
It is reported that the catheter was fully deflected in the aorta and it was locked and could not be taken out of the body. The fluid was still flowing in the thermocool catheter. It was recommended to open the catheter handle and release the locking mechanism to withdraw the catheter through the braided sheath. The surgeons were called. A test catheter was used for practice. The locking mechanism released on the test catheter successfully. Next the catheter in the patient body was attempted to be released. The tension of catheter was released, but could not be withdrawn from the body. They were placing a sheath in the other leg to place another catheter to finish the ablation. The customer called back to state that with the assistance of a vascular surgeon, the catheter was successfully manipulated out of the body as desired without harm to the patient. The case was completed successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the handle was opened. During the analysis it was observed that there was insufficient pu applied on the stiffener to hold it in the catheter channel. This caused the catheter to lock in the deflected position. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.